Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the sheath was unable to be advanced due to scar tissue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure on (B)(6) 2019 that the physician was unable to advance the sheath and place the drg lead. After multiple attempts the physician decided to abort the procedure.